Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5324806. Photos sent by the customer show the reported defect. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the bd vacutainer® brand tube with dipotassium edta leaked during blood collection from a semicircular hole and a small lip out near the top of the tube. No serious injuries or medical interventions were reported. No mucous membrane exposure was reported.